Event description:
During the device evaluation, it was found that image stripes were observed when the videoscope was connected to the system. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause was due to some kind of stress such as damage or deterioration of parts with random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.